Event description:
A company representative reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery was confirmed and reproduced by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be damaged batteries resulting from use/user error. This condition was resolved onsite at the facility by a baxter field service technician by replacing the batteries and battery harness. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.